Event description:
Customer stated that during an isolex run over the weekend, a low cd34 purity was reported. The date of the selection was 2008. This issue only happened to one run of product. They were able to run enough product to obtain the needed dosage for the pt. No negative impact to the pt. The isolex disposable set was discarded by the customer after the run.

Manufacturer narrative:
Baxter medical director assessment: this is a purity/yield issue that was determined after the pt product was run. As they were able to run enough product to obtain the needed dosage for the pt, there is no concern regarding any adverse pt outcomes for this case. As in all cases of purity/yield issues there is the potential of the loss of patient cells. This puts the pt at greater risk and facing possible additional procedures to collect more cells. As such, the malfunction could potentially cause or contribute to an event if it were to reoccur.